Event description:
Infant on an insulin drip and glucoses were being monitored with the insulin adjusted according to the result. I found the IV tubing at the filter was damp to touch. I changed out the tubing and notified the neonatal practitioner. The glucoses had continued to rise despite an increase in insulin. The drip was returned to its previous rate/dose and a glucose was obtained an hour later.IV tubing changed out, nnp notified, rate/dose returned to previous level and lab tests ordered and obtained.